Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Customer's blood glucose level was 142 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.